Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 61-62 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Bg was treated intravenously with fluids of saline and customer consumed carbohydrates. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. No alerts of occlusion and no issues with infusion set or cartridge were identified. Customer updated their pump settings to address the event.